Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® no additive (z) tube, red and pink flakes were discovered in three tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after using bd vacutainer® no additive (z) tube, red and pink flakes were discovered in three tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-may-2025 investigation summary bd received 16 samples and three photos for investigation. The analysis of the three photos revealed something floating in the specimen. A visual inspection was conducted on the 16 returned samples, and two of these samples failed the inspection. Additionally, 30 retained samples were visually inspected, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.